Event description:
It was reported that the dehp free 4 in ext set w/antsphn vlv det was unable to infuse fluids beyond the attached anti-siphon set due to flow issues/blockage. The following information was provided by the initial reporter: "IV pump beeped indicating occlusion. IV site intact, flushing easily with no occlusion or obstruction noted. Unable to infuse fluids beyond the anti-siphon extension set which had been attached to the line. Attempted to remove anti-siphon set but same had become stuck in the line."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of an inability to infuse fluids beyond the anti-siphon extension set and IV pump was indicating occlusion could not be verified due to the product not being returned for failure investigation. A device history record review for model c25012 lot number 20016877 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the dehp free 4 in ext set w/antsphn vlv det was unable to infuse fluids beyond the attached anti-siphon set due to flow issues/blockage. The following information was provided by the initial reporter: "IV pump beeped indicating occlusion. IV site intact, flushing easily with no occlusion or obstruction noted. Unable to infuse fluids beyond the anti-siphon extension set which had been attached to the line. Attempted to remove anti-siphon set but same had become stuck in the line."